Event description:
A 7f ultimum introducer was selected for use in the right femoral vein. Resistance was felt while attempting to place a 7f catheter though this introducer and extra force was applied to move the catheter. When the extra force was applied, the introducer broke into 2 pieces near the proximal portion of the device. A multi-snare catheter was used to retrieve the portion of the catheter remained in the patient. The procedure was completed via the left femoral vein. The patient is hospitalized, awaiting discharge.

Manufacturer narrative:
(B)(4). The results of the investigation concluded that the sheath had been severed into two segments. The detached tubing proximal and the attached tubing distal ends appearance suggested stretching/tearing. The sheath inside diameter measurement was consistent with specifications. The returned catheter had no visible damage. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history record and the analysis performed. The cause of the reported insertion and removal difficulties remains unknown. The cause of the sheath damage is consistent with forcible separation.